Event description:
Alaris signature edition gold infusion system with accuslide flow regulator thumb clamp is defective causing the intravenous infusion pump to not infuse. Per the alaris medical systems customer adovacy rep, the problem is related to a "defect in the mold used to produce the clamp in 12/2005". No recall has been issued because if the nurse uses both hands to load the tubing into the pump and manually pushes the pump, to the open position, there is no issue. Rptr's concern is that the pump can be loaded with chemotherapy agents, blood, anesthetic agents etc and it is critical that the flow rates are absolutely accurate.